Manufacturer narrative:
Additional information was received that the physician confirmed that no device malfunction was suspected. It was noted that the patient had pocket site irritation and had inadequate stimulation. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient&#38112;device was not working. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient's device was not working. The patient underwent an explant procedure.